Event description:
Urine leaking around catheter.

Manufacturer narrative:
It was reported that "urine leaking around the catheter". Due to this, the device was removed and replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.